Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had keypad anomaly, time clock anomaly and frozen screen. The customer¿s blood glucose level was unknown. The customer's father reported that this son's up button on the insulin pump was not working. The customer reported that the time clock was not advancing and troubleshooting was performed and was advised to remove the current battery then insert a new battery, then time was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector lcd locked properly during visual inspection. No frozen screen noted. Device programmed with the current time and date and monitored for several days. The time and date is functioning properly.